Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn on. Customer stated the battery cap is damaged. It is unknown if auto mode was active at the time of the event. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.